Event description:
It was reported that a gap was identified between a uv-flash solution transfer set and its spike connector cover when the cover was attached. This occurred during use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The transfer set was returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were all performed with no issues noted. The spike diameter measured within allowable specification limitations. The reported connection issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.